Manufacturer narrative:
(B)(4). The reported product is an unknown baxter drain extension line. This report involves the same patient as in cmplnt (B)(4). The initial reporter declined to provide additional information. This is a report of a use error, where the patient left the clamp on the drain line during peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a use error during an unspecified cycle of peritoneal dialysis therapy. The use error was further described as the patient left the blue plastic clamp on the drain line during peritoneal dialysis therapy. The patient contacted the peritoneal dialysis nurse for further instruction. There was no patient injury or medical intervention associated with this event. No additional information is available.